Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and the g5 mobile application. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be completed because the transmitter battery had no voltage. Additionally, there was no data provided. The reported event of bluetooth connection between transmitter and g5 mobile app issue could not be confirmed. A root cause could not be determined.